Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette experienced a leak during automated peritoneal dialysis (apd) therapy. The home patient (hp) indicated that there was fluid on the floor but could not identify the location of the leak. Nothing unusual was noted with the supplies or with the set-up of therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.